Event description:
A battery charger was returned from a distributor with a note attached indicating that this charger will only charge batteries about half way. Several batteries were reportedly attempted with the same result.

Manufacturer narrative:
Ydevice eval summary: device eval battery charger has been completed. The reported problem was confirmed. The cause of the battery charger only charging packs half way was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. The faulty charger will be repaired. No adverse event resulted from the damaged charger.